Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose was reported as ¿high," but specific values were not provided. Additionally, customer reported large ketones. Customer addressed high blood glucose with correction injections by pen or syringe. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.